Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded caused the patient to have eye irritation. The patient also alleged to particles in tubing and black specs in water chamber. Patient has consulted with multiple doctors about the issues. There was no patient harm or serious injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. Manufacturer observed an unknown dust contaminant on the blower, blower seal and blower box. The device powered on and airflow was confirmed. The manufacturer confirms that there is no presence of breakdown/degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was one error [e-4(err_null_ptr)] found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 was corrected (missed to capture health effect clinical code in previous report ) and updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.